Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that they received pump power error alarm. The customer's blood glucose was unknown at the time of incident. Explained to the customer that the internal power source was unable to charge. The customer was advised to remove the battery and monitor the notification light. The customer was advised to insert a new battery after the notification light stopped flashing. The customer completed the reservoir and tubing process. The customer was advised that the insulin pump will need to be replaced if the problem would occur again within the next 4 hours. The insulin pump will be returned for analysis.